Event description:
It was reported that after a renal artery stenting procedure, arteriotomy closure of the right common femoral artery was attempted using a starclose se device. Reportedly, when the plunger was depressed the exchange sheath and flex-guide broke, but remained attached to the clip applier. The control wire was pulled to retract the locator wings enabling removal of the device. Manual arterial compression was applied to achieve hemostasis. The patient was discharged the same day as planned. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported flex-guide detachment was confirmed. The reported exchange sheath detachment was not confirmed. Analysis of the device revealed the exchange sheath was partially slit and remained securely attached to the device. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.